Event description:
Additional information received: ¿ was there any allegations against the screw? Yes, following successful bone union, an attempt was made to remove the pfna device on (B)(6) 2024, using standard procedures and tools. However, the blade tip was damaged during removal, resulting in the failure to remove the blade and nail. Post-operative information: ¿ post-operative/revision/removal events: the implant was placed in the patient¿s body on (B)(6) 2023, during a surgery using the pfna device. After successful bone union, an attempt to remove the pfna device was made on (B)(6) 2024. ¿ removal/revision details: during the removal procedure on (B)(6) 2024, the blade tip fractured, resulting in a failure to remove both the blade and the nail. These components remain in the patient¿s body. ¿ other clinical findings: o blade tip fracture. O during the removal process, the device migrated toward the acetabulum and pelvis. O the patient is experiencing significant pain. ¿ laboratory tests due to clinical findings: no laboratory tests were conducted specifically related to these findings.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 and h6 (medical device problem code) corrected: g1 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 04.027.051s lot number: 1275p60 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 18 aug 2022 manufacturing site: jabil bettlach expiry date: 01 aug 2032 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient initially presented to hospital on (B)(6) 2023 with left hip pain. She was diagnosed with a comminuted fracture of the left femoral trochanter region and subsequently underwent surgery with a pfna device on (B)(6) 2023. Following successful bone union, an attempt was made to remove the pfna device on (B)(6) 2024, using standard procedures and tools. However, the blade tip was damaged during removal, resulting in the failure to remove the blade and nail. Only the distal interlocking screw was successfully removed, leaving the blade and nail retained in the patient¿s body. As of the removal attempt on (B)(6) 2024, the patient has no underlying health conditions. Since the removal procedure, the metallic pfna device remains in place within the body, and the patient is experiencing typical postoperative pain at the surgical site. Potential complications due to residual internal fixation include: deep infection. Bone resorption. Femoral head perforation. Avascular necrosis of the femoral head. Varus collapse displacement. If any of the aforementioned complications or sequelae occur, conservative treatment may not be effective, and hip arthroplasty may be required.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1 initial reporter facility address: (B)(6). G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.